Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer requesting an investigation into the issue "no disk space for images" as the customer has to manually delete every 3 or 4 weeks. When the issue occurred, the system was in clinical use for a planned/non-emergency treatment, which could continue as planned after the customer deleted the images database recreated the images storage. The philips field service engineer (fse) inspected the system onsite and confirmed that the autodeletion is not functioning and the issue was resolved temporarily by recreating the image storage. However, the same issue reoccurred on (B)(6) 2024 and the fse replaced the image processing pc (ippc) and hard disks, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no disk space for images. No harm to the patient or user was reported. Philips has started an investigation of this complaint.